Manufacturer narrative:
(B)(4). The fsr installed the red alert sensor from customer inventory which was not being used at the time since they were only using alert sensors. Perfusionists (ccp) are only using one sensor in the alert position. Per the fsr the ccps are using ultrasonic gel when refilling the stamp pad so the fsr has informed the user regarding the use of ultrasonic gel. The fsr used the test fixture and the issue occurred on both sides, thick and thin. The fsr has ordered a replacement level sensor to be sent to the customer. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was confirmed during laboratory evaluation. The sensor¿s face showed wear but the sensor was able to detect liquid and the absence of liquid.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the yellow level sensor was not making contact with the test fixture and caused an alarm. The fsr found the level sensor to be worn. There was no patient involvement.